Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 3.8 and 1.2. Pt self tester tested four times: inratio = 3.8; err411; inratio = 1.2; err411. Therapeutic range: 2-3. All tests were performed within minutes of each other using a different finger. Caller stated that strips are usually left out by the door and the temperature in the area has been in the one hundreds.

Manufacturer narrative:
Error code 4nn/nnn is displayed when the impedance profile in the pt channel fails certain error tests imposed by the pt algorithm as it attempts to locate an inflection point that is an indication of the prothrombin (pt) time. There checks are made to detect conditions that indicate a failure or some type of error such that a pt result is not displayed. These errors may be caused by strip issues or by user technique errors. Customer reports the strips were left outside for the day, with temperatures in the 100s. Per user guide, "store strips at room temperature (below 90 degrees fahrenheit or 32 degrees celsius) until the expiration date." Exposure to temperatures outside of this range may lead to inaccurate inr results or testing errors. Inratio precision data provided by end-user: date: (B)(6) 2013, 1st inr = 3.8; 2nd inr = 1.2, mean = 2.5, sd = 1.84, %cv = 73.54. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. Unable to perform retained strip tests due to unk strip lot number; strip lot number was not provided by customer. No further investigation is possible. Conclusions: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without add'l info. The strips were subjected to temperatures over 100 degrees fahrenheit, for an unspecified amount of time. Elevated temperatures can impact the product's stability and result in errors or inaccurate results. No strip info was available. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.